Event description:
S: new fluid warmer (t/pump) green pad leaked . B: pt is using t/pump and pad to warm blood for dialysis using aquadex machine. Changed water and pad out as it was unclear whent it was last changed out. A: water changed and new pad attached, as water turned on water leaked out of the pad. There is/are holes in the pad. Unable to find hole(s). Changed out pad for another new pad and no leakage. C2dx: ref 8002-062-022, lot 300547424.